Event description:
Caller reports different bg readings from two freestyle blood glucose meters. Caller reported testing child's blood glucose and getting a result of 188. Based on the result, caller adjusted the amount of insulin administered. Approx 1.5 hours later the child felt ill so caller adjusted insulin again. Child still felt ill, so caller took the child to the hospital where the blood glucose was measured to be 27 mg/dl. No indication of any treatment 2.5 weeks before the incident.